Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a deltec gripper plus safety needle exposed a nurse to a needlestick when the safety lock did not engage and the needle came out of the safety area. The nurse was exposed to patient blood, and was sent for screening at occupational medicine. No permanent injury was reported.

Manufacturer narrative:
(B)(4). One device was returned for evaluation in used condition and without its original packaging. Visual inspection of the device found the safety mechanism was activated and the needle was out of the safety area. Functional testing involved use testing to reengage the safety mechanism and found that no part of the needle was exposed. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed and found no discrepancies. Functional testing involved use testing on 3 sample devices and found no needle was exposed. Based on the evidence, a root cause was unable to determined. No fault was found with the device.